Event description:
Patient information provided by the us distribution partner: "my knee never fully worked after the surgery and the implant became loose, my knee would bend all the way backwards , I've fallen a few times and so much pain. I also have to get knee replacement to replace the implant and currently wearing a brace. Did therapy at home and with therapist. Scheduled surgery in 2024 to replace the original implant." No information regarding the revision surgery has been provided.